Event description:
It was reported that vessel perforation, shaft break and removal difficulty occurred requiring additional intervention. The target lesion was located in the moderately calcified left anterior descending artery (lad). After treatment with rotational atherectomy and shockwave therapy to address the calcification, a stent was implanted in the lad. A 4.50mm x 12mm nc emerge balloon catheter was then selected for post dilation of the stent. During post dilation, the vessel was perforated. The patient condition declined, and cardiopulmonary resuscitation (CPR) was initiated. Upon removal of the deflated emerge balloon, the balloon catheter broke into two pieces and part of the shaft remained in the patient's left main artery. After multiple attempts with a snare, the balloon shaft was successfully removed. CPR was continued during the procedure and coils were placed to treat the perforation. The patient was intubated and at the time of reporting was in the intensive care unit (ICU).